Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not turning on after changing the battery three times. Customer's blood glucose level was 60 mg/dl. The insulin pump had a scratch on the front screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assemblies stack. The insulin pump powered up properly, problem isolated to electronic assembly. The insulin pump had minor scratched lcd window noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.